Event description:
The customer contacted physio-control to report that their device powered off on its own. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. However, physio evaluated the electronic device data and verified the issue. The power pcb assembly and battery wire harness cable were replaced as a precaution. The device passed functional and performance testing and was returned to the customer. The root cause could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off on its own. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.